Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure using a preloaded delivery system, the surgeon pushed on the plunger and the lens shot out and caused severe iris hemorrhage. Additional information was requested.